Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of wounds dehiscence and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "wound exposing implant".

Event description:
Healthcare professional reported left side "wound exposing implant." The device has been explanted.